Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information, an MDR will be filed against the cycler while undergoing review by the post market clinical department and manufacturing plant.

Event description:
During follow up on a drain issue a peritoneal dialysis (pd) patient reported that he had seen his doctor as he was not feeling well. He was diagnosed with peritonitis and that was associated with the drain issues he was experiencing. He reported he was on antibiotics and was feeling better. He had originally reported the drain issue on (B)(6) 2014. During follow up, the patient's clinic manager reported that the patient had peritonitis prior to the (B)(6) 2014 drain issue and his infection was likely contributing to the drain issue. The exact date of infection is unknown. The patient was brought into the clinic after reporting symptoms on (B)(6) 2014. He had cloudy effluent which was cultured. The source of the infection was reported to be unknown but may have been associated with a period of constipation. There was no malfunction of the cycler or known breach in sterile technique. The patient was treated with antibiotics vancomycin and fortaz. He was also given heparin due to presence of fibrin in his effluent. A later pd effluent culture on (B)(6) 2014 came back clear of infection.